Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of tubes in a carton box were missing the barcode label. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review was satisfactory per internal procedures. The labeling process for material 245122 includes label reconciliation, where the total number of labels issued is reconciled with the total quantity of labels (cartons/bottles/tubes/etc.) Used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label accountability and reconciliation for batch 3347416 were within allowable limits. The complaint history was reviewed, and one other label complaint has been made on batch 3347416. Retention samples (100) were available for inspection. There were no missing label defects observed in the retention samples. Two photos were available for inspection of this complaint. One photo showed tubes in a tube pack without labels. One photo showed carton label batch 3347416. No returns were received to assist in the investigation of this complaint. This complaint is confirmed for missing labels from the photos received. Bd will continue to trend complaints for labeling defects.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of tubes in a carton box were missing the barcode label. There was no health impact or consequences reported.